Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 was not pop open automatically. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the full height drawer two would not release and required manual assistance. A field service engineer (fse) had attempted a remote fix with the user by removing pockets to check if weight was a factor in the issue, but it was not. The drawer continued to click as if it was unable to open. Later, the fse replaced the inseparable to install a new, more potent magnet. The fse also replaced the open/close latch sensor with its mount and adjusted the foot pads by reducing the space, making the station more level. The fse also inspected the full-height drawer for weight limits and suggested that it might have been reached, preventing the drawer from releasing properly. Tests were run, and service was restored. The system functioned as intended after the field service engineer repaired the device.